Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report a fault with universal surgical manipulator (usm) 2. Before calling, the customer power cycled the system, but the issue did not resolve. Error 319 was observed in the logs on usm2. The caller disabled usm 2, allowing the announcement that the "da vinci is ready," and the surgeon proceeded with the case using three arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 319 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 32101 error was triggered indicating fault on the carriage, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where 319 was found to be failing on the axes controller carriage (acc) printed circuit assembly (pca). Once testing was completed, the rolling loop was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.